Event description:
Death. Product returned to medtronic for analysis - reported in medtronic database. Received sticker on returned ipg - text: "cp #(B)(4); dod (B)(6) 2024; tod 0150; removed for cremation" implanted (B)(6)2015. Leads received connected to device and segmented at proximal end.

Manufacturer narrative:
Recieved device from funeral home. Patient was (B)(6). Cause of death was uncontrolled diabetes resulting in cardiac arrest.